Event description:
Same case as MDR ID # 2134265-2014-02214 and 2134265-2014-02215. It was reported that automatic pullback function failed. During a percutaneous coronary intervention (pci), a motor drive unit was used in conjunction with an unspecified imaging catheter to visualize an unspecified lesion. It was reported that sled was not moving during automatic pullback so the physician pulled the catheter by hand. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: the products were received in good condition with no visible damage observed. The acq pc and mdu 5 was installed into a gold standard system and tested for functionality. The units were received in different dates and were tested separately. The mdu 5 the unit successfully underwent a continuous burn-in for 5 hrs. The acquisition pc was able to automatically startup, connect with the image pc, and boot to ilab application. The malware scan has been completed. No malware was detected on this product. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as MDR ID # 2134265-2014-02214 and 2134265-2014-02215. It was reported that automatic pullback function failed. During a percutaneous coronary intervention (pci), a motor drive unit was used in conjunction with an unspecified imaging catheter to visualize an unspecified lesion. It was reported that sled was not moving during automatic pullback so the physician pulled the catheter by hand. No patient complications were reported.

Manufacturer narrative:
(B)(4).